Manufacturer narrative:
Due to a decent FDA inspection this MDR is being reported late as a result of a re-evaluation.

Event description:
Tip fell off of the kittner - customer was doing a lap gall bladder. They were able to retrieve it.